Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patient was experiencing inadequate stimulation and the physician believed that it was most likely due to lead migration. Multiple reprogramming was done but was unsuccessful in getting coverage. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was discarded.